Event description:
Reportable based on device analysis completed on 03dec2021. It was reported that crossing difficulties were encountered. A 3.00 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. No patient complications nor injuries reported. However, returned device analysis revealed a stent damage.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage on the fourth distal stent row, with stent struts lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.